Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on 5 samples that resulted negative when using the simplexa covid-19 direct assay, but positive on the competitor assay (roche cobas z480 pcr). A total of seven (7) samples were previously tested positive on the roche assay prior to running on the simplexa assay that detected only 2 out of the 7 known positive samples. Information on the 5 suspected false negative samples were provided: - sample ID (B)(4): not detected. - sample ID (B)(4): not detected but was diluted 1:10 prior to testing on simplexa due to not enough sample left. - sample ID (B)(4): not detected but some amplification noticed that didn't cross threshold. - sample ID (B)(4): not detected but some amplification noticed that didn't cross threshold. - sample ID (B)(4): not detected. On the same run, sample ID (B)(4) (only s gene = 31.0), sample ID (B)(4) (s gene CT = 22.8, orf1ab CT = 25.1) and a positive control (s gene CT = 27.5, orf1ab CT = 29.6) were detected without issues. Roche cobas results were provided as screenshots showing detection of these samples. Investigation into the competitor assay showed key differences: - cobas assay targets (e gene, orf1ab) are different than the simplexa assay (s gene, orf1ab). - cobas assay extracts the sample prior to the pcr reaction while the simplexa assay does not. - the cobas assay limit of detection (46 copies/ml for both targets) is lower than the simplexa assay (500 copies/ml). Retain testing is no longer possible as the kit expired on 11/30/2020, but based on the information provided, it is likely these 5 suspected false negative samples were beyond the limit of detection of the simplexa assay. This is the 1st complaint on mol4150, lot# x7797n for suspected false negative results, but detection of the 2 other samples that were within the simplexa assay lod and the positive control detection shows the assay is meeting specifications. This is a sample specific issue only. Batch record review showed the critical component, reaction mix mol4151, lot# x7798n, met all qc release criteria prior to kit release. Mol4151, lot# x7798n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.9 (s gene) and 27.9 (orf1ab) and the internal control avg CT = 29.3. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on 5 samples that resulted negative when using the simplexa covid-19 direct assay, but positive on the competitor assay (roche cobas z480 pcr). A total of seven (7) samples were previously tested positive on the roche assay prior to running on the simplexa assay that detected only 2 out of the 7 known positive samples. The customer confirmed the alleged false negative results were not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. The patient nasopharyngeal samples were collected in liquid amies. Other than the patient sample ids, other patient information was not provided.